Manufacturer narrative:
2/6/1998-supplemental report #2 submitted to FDA.

Event description:
The device was used during an unspecified procedure on the esophagus. Reportedly, staples were missing resulting in an incomplete anastomosis. The surgeon resected the tissue at the application site and manually created a new anastomosis. The hosp has reported that the pt's condition is satisfactory.